Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received an inappropriate shock on the same day as it was implanted. The s-ICD vector was reprogrammed at that time as secondary vector was determined to exhibit high t wave oversensing. A few months after the patient experienced another inappropriate shock due to t wave oversensing. The s-ICD was reprogrammed again at that time. The s-ICD remains in service. No adverse patient effects were reported.